Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system emitted tones and exhibited a high out of range shock impedance measurement greater than 200 ohms on the right ventricular (rv) channel. The rv lead is not a boston scientific product. Boston scientific technical services (ts) explained to the boston scientific representative that the device is programmed to emit tones for out of range measurements, which explains why the tones were heard. Ts also indicated a more recent impedance measurement was back within the normal range at approximately 70 ohms and once the device is interrogated, the tones will turn off. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
Information indicates this device is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system emitted tones and exhibited a high out of range shock impedance measurement greater than 200 ohms on the right ventricular (rv) channel. The rv lead is not a boston scientific product. Boston scientific technical services (ts) explained to the boston scientific representative that the device is programmed to emit tones for out of range measurements, which explains why the tones were heard. Ts also indicated a more recent impedance measurement was back within the normal range at approximately 70 ohms and once the device is interrogated, the tones will turn off. The products remain in-service. No patient symptoms or adverse patient effects were reported. The ICD device and rv lead were subsequently explanted and replaced.